Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the safety did not activate. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Results of evaluation: conclusion; based on the visual examination and the functionality testing, the instrument was cycled repeatedly and it functioned as intended. The incident could not be duplicated.